Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. The device history records were reviewed and found to be conforming. The product history search did not find any other complaints for the part and lot combination. The device is used for treatment. The product was not returned for evaluation; therefore, the complaint cannot be confirmed. A definitive root cause cannot be determined with the information provided. However, the complaint will be revised upon return of product or further information. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the patella reamer blade did not fit properly onto the patella reamer shaft.